Event description:
Determined to be reportable based on the analysis approved on: 09/12/2006. It was reported that during a percutaneous coronary intervention procedure, the forte moderate support guide wire kinked during advancement. The 90% stenosed and calcified lesion was located in the very tortuous distal right coronary (rca) artery. The procedure was successfully completed with this device. No patient injuries or complications were noted. Patient status is reported as "good."

Manufacturer narrative:
Returned product analysis revealed the ptfe coating on the core has scrapes and frays throughout the length of the specimen. As received, the damaged specimen presents an overall length of 185.05cm, a coated core diameter of 0.01325" to 0.01330" and a coil diameter of .01385" to .01395". The specimen presents an offset/stretch coil at 3.6cm from the distal end. The joints appear to be intact and correct when viewed. The specimen wire does not present any obvious indication of manufacturing defects or anomalies. A review of the manufacturing record for this particular batch # 01971329 shows that the device met its material, assembly, and product specifications. The root cause of the coating scrapes and frays could not be determined.